Event description:
The circle of mesh separated. The surgeon was attempting to use the mesh and it separated and it was unusable. The case was delayed slightly while obtaining another mesh patch. There was no harm to the patient.